Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages/adjust belt messages) has been confirmed. Upon investigation, the electrode belt failed the ECG fall-off test. The cause for the ECG failure and messages was isolated to a severed blue wire inside ECG c. The severed wire caused a short inside the ECG. The root cause for the severed wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that a patient experienced "adjust belt" and "add gel" messages in the absence of a prior gel release.